Manufacturer narrative:
The device associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Product/lot information was not provided for the associated stem. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised because hip dislocated. After surgery head became disassociated from the neck. Liner mfg by others.